Manufacturer narrative:
From visual inspection, the IV set appeared to have no defects. Liquid leaked from the spike of the IV set upon initial testing. After removing and re-inserting the spike into the IV bag, the leak was no longer present and the IV set functioned normally. It is very possible that the user did not spike the bag enough, which caused the leaking issue. (B)(4).

Event description:
The customer reported leaking at the spike of the IV set. No patient injury or harm was involved in this case.